Event description:
The customer reported recurrent ECG front end failures noted in the status log. No patient involvement was reported.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete.